Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received revealed the patient's issue has resolved.

Manufacturer narrative:
Patient's weight has been obtained/provided.

Event description:
Additional information obtained revealed the surgical procedure that took place on (B)(6) 2020 was the explant of the patient's scs system.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site following a (B)(6) 2020 implant procedure. As a result, surgery occurred on (B)(6) 2020 to treat the infection site, and antibiotics were administered.